Event description:
It is reported that complainant experienced inflation difficulties, based on the inability to inflate the fms balloon. Report also states that the pressure indicator was not working.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Attempts were made to obtain further information but, none was available. Call attempts are as follows: 04/22/2014: 1st. Attempt, left voicemail for complainant; voicemail states out of office until 04/28/2014. Spoke with convatec territory manager again and confirms no other contact person to obtain information; 04/29/2014; 2nd attempt. Voicemail left for complainant 1127 est; 04/29/2014; on 3rd. Attempt complainant returned call indicating that no further information available and provided name of preceptor to contact at (B)(4), left voice mail for preceptor 1731 est; 04/30/2014: 4th attempt left preceptor voicemail 1628 est. Complainant confirmed no lot number available, and was unable to provide any further information than originally reported. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. (B)(4). A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.